Event description:
Bayer case number: (B)(4). I just wanted to thank you for my attacks which are ruining my body and my life [adverse event nos]. I just wanted to thank you for my attacks which are ruining my body and my life [general physical health deterioration]. I'm bedridden because of you [bedridden]. Case narrative: this spontaneous case was reported by a consumer through social media and describes the occurrence of adverse event ("I just wanted to thank you for my attacks which are ruining my body and my life"), general physical health deterioration ("I just wanted to thank you for my attacks which are ruining my body and my life") and bedridden ("I'm bedridden because of you") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On (B)(6) 2024 she became bedridden (seriousness criterion disability) and experienced adverse event (seriousness criterion medically important) and general physical health deterioration (seriousness criterion medically important). At the time of the report, the outcomes for general physical health deterioration and bedridden were unknown. The reporter considered adverse event, bedridden and general physical health deterioration to be related to essure administration. The reporter commented: hello, I just wanted to thank you for my attacks which are ruining my body and my life. Congratulations to your lawyers. I hope you sleep soundly amidst the deaf cries of pain of all these women you have mutilated and silenced in (B)(6). I'm bedridden because of you. You have no idea how angry I am with you. Making mistakes happens, but not taking responsibility for them is despicable and in this case inhumane. I know this message will go unanswered, but for me, I had to tell you. Obviously, I don't wish you a good day but at least the same as mine. I would be happy to answer them and also to put you in touch with several groups of victims of this health scandal. Just one question, in the USA, it is recognized that essures are toxic. Why in this case, have you not recognized all the victims around the world directly and admitted your mistake? Why is it up to us victims to go through endless legal proceedings, facing your hordes of lawyers without pity or compassion? You know that there is a problem. Why not just admit it and compensate the victims? Does it cost money? Yes, but you also have no idea how much we boycott your products and we do a lot of propaganda. It's a shame because bepanthene cream is not so bad... What costs the most? Your lawyers and lost clients? Or empathy, truth and apologies? So please also relay my messages to your legal and accounting departments. The most recent follow-up information incorporated above includes data received on: 06-jan-2025: suspect product coded as essure accordingly device tab updated. 08-jan-2025: patient details (email address) updated. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). I just wanted to thank you for my attacks which are ruining my body and my life [adverse event nos] I just wanted to thank you for my attacks which are ruining my body and my life [general physical health deterioration] I'm bedridden because of you [bedridden]. Case narrative: this spontaneous case was reported by a consumer through social media and describes the occurrence of adverse event ("I just wanted to thank you for my attacks which are ruining my body and my life"), general physical health deterioration ("I just wanted to thank you for my attacks which are ruining my body and my life") and bedridden ("I'm bedridden because of you") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On (B)(6)2024 she became bedridden (seriousness criterion disability) and experienced adverse event (seriousness criterion medically important) and general physical health deterioration (seriousness criterion medically important). At the time of the report, the outcomes for general physical health deterioration and bedridden were unknown. The reporter considered adverse event, bedridden and general physical health deterioration to be related to essure administration. The reporter commented: hello, I just wanted to thank you for my attacks which are ruining my body and my life. Congratulations to your lawyers. I hope you sleep soundly amidst the deaf cries of pain of all these women you have mutilated and silenced in france. I'm bedridden because of you. You have no idea how angry I am with you. Making mistakes happens, but not taking responsibility for them is despicable and in this case inhumane. I know this message will go unanswered, but for me, I had to tell you. Obviously, I don't wish you a good day but at least the same as mine. I would be happy to answer them and also to put you in touch with several groups of victims of this health scandal. Just one question, in the USA, it is recognized that essures are toxic. Why in this case, have you not recognized all the victims around the world directly and admitted your mistake? Why is it up to us victims to go through endless legal proceedings, facing your hordes of lawyers without pity or compassion? You know that there is a problem. Why not just admit it and compensate the victims? Does it cost money? Yes, but you also have no idea how much we boycott your products and we do a lot of propaganda. It's a shame because bepanthene cream is not so bad... What costs the most? Your lawyers and lost clients? Or empathy, truth and apologies? So please also relay my messages to your legal and accounting departments. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-jan-2025: quality safety evaluation of ptc. 15-jan-2025: health authority reference number added. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.